Manufacturer narrative:
Co's eval found that the central lumen of the catheter was broken. Due to the condition of the returned sample, it cannot be determined how the central lumen became broken.

Event description:
One minute after inserting the iab, the ap waveform was dampened. The physician tried to flush the catheter and reposition it but was unsuccessful. The iab was removed and replaced without any pt complication.